Event description:
It was reported that there were issues screwing the lead into the implantable neurostimulator (ins). The product was not implanted. There were no patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# v199167, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).